Manufacturer narrative:
The immucor laboratory tested retention product on (B)(4) 2018 which performed as expected. The internal immucor record number is (B)(4).

Event description:
On (B)(6) 2017, a (B)(6) customer reported an unexpectedly negative antibody screen with capture-r ready-screen (3), when tested on a galileo echo instrument.